Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post port placement procedure, microdroplets formation was identified in the catheter wall, and caused the leakage. Port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that one day post a port placement, microdroplets formation was identified in the catheter wall, and caused the leakage. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport titanium implantable port and a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. During functional testing, the catheter was patent to both infusion and aspiration without issue. No leaks were observed. Further hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks and no leaks were observed throughout the catheter when infusing. Therefore, the investigation is unconfirmed for the reported fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.